Event description:
Customer called and reported receiving an error 3 message and a battery and booklet icon appeared on the screen, when a test strip was inserted into her freestyle meter. The customer also reported experiencing waking up with symptoms of low blood sugar, feel shaky, and numb tongue, sick to her stomach, and disoriented. She reports being seen at an emergency room and diagnosed and treated for hypoglycemia. It is not documented how she arrived at the hospital, but she does report receiving 50% dextrose intraveneously and being released. The meter was requested and received for investigation and the results concluded that the meter did not confirm fot the memory overwrite malfunction. Replacement products have been sent to customer.

Manufacturer narrative:
Upon product investigation, the meter did not confirm the memory overwrite malfunction as the alleged failure could not duplicated. However, the battery and booklet icon was observed by customer and the customer experienced an adverse medical event associated with this meter. Customers and retailers have been informed through the adc fa16may2006 letter.